Event description:
A user facility reported that an intraocular lens (iol) would not unfold properly during delivery from the cartridge. There was no pt impact. The folding issue was discovered before surgery.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. No damage was observed. The lens was folded with folding tweezers and unfolded with no abnormalities observed. The customer indicated the use of a cartridge. It was unk if the correct cartridge was used. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not mfg related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested and rec'd. (B) (4). (B) (4).